Event description:
The date of the event is unknown. The customer reported that the pump that is unable to charge with any power supply. A review of the device history showed that the device had multiple change battery alarms. During testing, the fse found that the battery would not charge requiring replacement of the battery. The customer complaint was confirmed and the probable cause was found to be due to a defective battery. The event was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.